Event description:
Device manufacture became aware of a published article entitled "effect of vagus nerve stimulator magnet on programmable shunt settings", in which the authors discuss the possibility that use of the vns therapy system magnet by patients who are also implanted with programmable valves could result in the inadvertent reprogramming of those valves. It was reported that the article authors had experienced several instances in which programmable valve settings had been altered, presumably by the use of a vns therapy system magnet.